Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 9 devices were received for evaluation; approx 1 event was confirmed during testing. Approx 6 devices were found to be affected by widespread corrosion. Approx 1 device was found to be affected by non-stryker components and corrosion. Approx 1 device was found to be affected by damaged internal components. Approx 1 device was found to be affected by uneven magnets on the rotor assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device overheated. Approx 6 reported events had no patient involvement; no patient impact. Approx 3 reported events had patient involvement; no patient impact.